Manufacturer narrative:
H10: new information received on 01/08/2020 identified the date of awareness (g4) is 12/21/2019. This supplemental MDR is submitted to document this change. Images and videos were provided to the manufacturer for review. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. H10: a2-a5, b7, d4 (expiry date: 08/2021), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after implantation in the common iliac artery, the stent graft allegedly migrated 1-1.5 cm and obstructed the internal iliac artery. It was further reported that another device was used to cover the entirety of the lesion. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the lot number was provided, and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: cd with x-rays was provided for evaluation. Even though no deficiency of the placed stent can be identified, it can be confirmed that the stent was placed in such a way that the branch to the internal iliac artery is completely closed. A definite root cause for the event could not be determined. Labeling review: the current version of the IFU was supplied with this product: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risk of stent migration. The IFU state: "covered stent specific events that could be associated with clinical complications include, but are not limited to: embolism; fracture; insufficient covered stent expansion; kinking; malapposition; migration and misplacement; and side branch occlusion." Based on the IFU supplied with this product the covera¿ plus vascular covered stent is indicated for the treatment of stenoses in the upper extremity venous outflow of patients dialyzing with an arterio-venous (av) access graft or fistula and for the treatment of atherosclerotic lesions in iliac and femoral arteries with a reference vessel diameter of 4.5 mm to 9 mm. Regarding stent size selection the IFU states: "special care must be taken to ensure that an appropriately sized device is selected. In the case of a diameter difference between the inflow and the outflow end, always use the inflow vessel or av graft diameter as the reference vessel diameter. The IFU contains a sizing table that correlates the recommended stent diameters to the referenced vessel diameters, including the recommended oversizings. Regarding preparation the IFU states: select the appropriate covered stent diameter based on the sizing table. The deployment procedure is described. The IFU states: "under radiographic guidance, advance the delivery system over the guidewire past the target lesion and then pull back slightly on the entire system to attain correct positioning of the radiopaque markers. Use the radiopaque covered stent ends to center the covered stent across the lesion. (...) With your free hand, maintain a stationary hold on the white stability sheath during covered stent deployment and adjust for placement accuracy if necessary (...). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension. (...). Do not touch the distal catheter assembly (i.e. The dark brown catheter segment) during covered stent deployment since this may interfere with covered stent deployment and may lead to misplacement. (...) For accurate placement, subtle repositioning may be performed during initial wheel activation while the covered stent is still compressed in the catheter.". H10: b5, d4 (expiry date: 08/2021), g4. H11: e1, h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after implantation in the mildly calcified common iliac artery, the stent graft allegedly migrated 1-1.5 cm and obstructed the internal iliac artery. It was further reported that another device was used to cover the entirety of the lesion, concluding the procedure. The patient is currently asymptomatic.

Manufacturer narrative:
Images and videos were provided to the manufacturer for review. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. Medical device - expiry date: 08/2021.

Event description:
It was reported that after implantation in the common iliac artery, the stent graft allegedly migrated 1-1.5 cm and obstructed the internal iliac artery. It was further reported that another device was used to cover the entirety of the lesion. The current patient status is unknown.